Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the vitreous cutters were not working during surgery. Following a 5 minute delay, the pak was switched out and the case was completed with no impact to the pt.